Event description:
It was reported that during an open total gastrectomy, the device had no problem during use. A motor sound of the device firing was fine, the donuts was created properly. However, the patient got a fever on the 11th postoperative day, there was a possibility that leakage occurred so that the drain was placed, and the conservative treatment was given. The patient is now getting better and started oral food. No reoperation was required. The device was used between the esophagus and the jejunum. Another device was used to complete the case. The patient is a female. The surgeon did not think it was caused by a deficiency of the device because the firing was completed with no problem, it was also considered that just the patient¿s symptom worsened 11 days after the surgery. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. Additional information: leakage was observed from the anastomosed site, but it was not where the cdh was used, but it was where hand suture was performed for the roux-en-y anastomosis (it was between the jejunums). The surgeon assumed that since leakage was not from the anastomosis where the device was used, this case is not relevant to the device. The patient¿s condition is recovering. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify the product code that was used in the procedure as a manual cdh25a device was reported but the event speaks of a motor sound of the device firing was fine. Does the surgeon believe that there was an alleged deficiency of the cdh25a device? If so, please explain.

Manufacturer narrative:
(B)(4). Date sent: 09/13/2022. Additional information received: does the surgeon believe that there was an alleged deficiency of the cdh25a device? No. The surgeon did not think it was caused by a deficiency of the device because the firing was completed with no problem, it was also considered that just the patient¿s symptom worsened 11days after the surgery. No further information will be provided h11: corrected data = h1, b1, b2. Upon review of the information provided in h10, it was concluded that this event does not meet the defined criteria for a reportable event, and is being considered not reportable.